Event description:
The pt underwent an aortic valve eval. The cardiologist attempted arteriotomy closure with a prostar xl 8fr. Device. He inserted the device and marking was obtained through the suture lumen. Marking through the marking lumen was observed only partially. An unusual amount of bleeding was evident from the hub. The cardiologist deployed the needles, however all four needles struck the barrel and stalled. Needle back down was attempted and was unsuccessful. The pt was taken to surgery for device removal. Surgery was successful and the pt recovered without further incident. Reports from surgery indicate the barrel appeared to be over inserted into the artery.